Event description:
While performing a function check, the technician observed that the right head siderail latch was not always latching into place when raised.

Manufacturer narrative:
The technician noticed the latch had a build-up on it, slowing it down from sliding into the hole. He cleaned the siderail latch and replaced latch spring to repair the bed.